Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted distal pancreatectomy and laparoscopic pancreaticoduodenectomy procedure on an unknown date when it was reported, ¿the same patient experienced subcutaneous emphysema and pneumothorax.¿. There was no report of medical intervention or hospitalization for the patient or the user. There was no report of device malfunction. This report is being raised due to the reported injury of patient experiencing subcutaneous emphysema and pneumothorax.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted distal pancreatectomy and laparoscopic pancreaticoduodenectomy procedure on an unknown date when it was reported, ¿the same patient experienced subcutaneous emphysema and pneumothorax.¿. There was no report of medical intervention or hospitalization for the patient or the user. There was no report of device malfunction. This report is being raised due to the reported injury of patient experiencing subcutaneous emphysema and pneumothorax.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.